Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. This report will represent patient #6 referenced in the article. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: optimal pacing sites for cardiac resynchronization therapy for patients with a systemic right ventricle with or without a rudimentary left ventricle. Europace. 2015;18(1):100-112.

Event description:
A journal article was reviewed which contained information regarding this patient's implantable pacing lead. The article reported that the lead had to be re-implanted and there were also high thresholds seen. The status of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.